Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt experienced peritonitis, manifested by persistent pain (without clear conscious trigger in the upper abdomen), nausea, and turbid dialysate. The pt was hospitalized for the event. On the same day the pt received remedial treatment, ip (intraperitoneally) with levofloxacin, 0.04g 3x/day and heparin, 1000u 3x/day (indication for both reported as infection) for four days. The dialysate remained turbid and the remedial treatment was then revised on to amikacin, 0.04g ip 2x/day. Two weeks later, amikacin was discontinued and the pt was discharged from the hospital. At the time of this report, the peritonitis was resolved and the pt was recovered. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Patient involved in a baxter sponsored (B)(4) study, titled: a prospective, randomized, multicenter, open-label, interventional study comparing survival in subjects receiving peritoneal dialysis or hemodialysis (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.